Event description:
It was reported that the patient received an inappropriate shock due to t-wave oversensing. The patient was re-screened in the clinic. Technical services discussed the rescreening with the local representative. There were no adverse patient effects. Later, the electrode was explanted and replaced. There were no additional adverse patient effects.